Manufacturer narrative:
The insulin pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that they received low battery alert. Customer reported that they had same issue with insulin pump. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.